Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to scan time out error on the day of applying the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and required treatment by both hcp and a non hcp with dextrose tablets. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test due to scan time out error on the day of applying the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and required treatment by both hcp and a non hcp with dextrose tablets. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Attempted communication between the returned sensor and a known good reader. Observed known good reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.